Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A revision surgery was performed to extract the broken stem and a longer stem was introduced. The femoral stem was broken after more than one year of implantation.

Manufacturer narrative:
Evaluated by manufacturer examination of the reported product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. It was concluded that the rupture of this stem is due to a fatigue mechanism under stress of plane bending cycles type and not because of a bad raw material. The origin of the rupture of the implant is likely that the integration of this stem was not optimal and as a result of significant bending stresses appeared at the base of the stem. The presence of corundum particles has probably weakened the surface of the implant, but if the integration had been correct the notch effect of the incrustations would have been negligible. The root cause is undetermined at the time ((B)(4) in progress). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.